Manufacturer narrative:
Continued e1. Phone:(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via distributor left side rupture, distortion, prosthesis folding and capsular thickening. The device was explanted and replaced with non abbvie devices

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as fold flaw opening and broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Crease/folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (nicks others) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported via distributor left side rupture, distortion, prosthesis folding and capsular thickening. The device was explanted and replaced with non abbvie devices.